Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Event description:
Clinic visit for dislocation. Removal of head, liner, cup and screws. Stems stayed. Used our head and other companies components.